Event description:
A crw arc precision system was being used for stereotactic brain biopsy when frame slipped on the pts' head just as the physician was going to do the biopsy. Originally the event was described as: "the unit slipped from the pts' head". However, the unit did not slip from the pts' head rather the surgeon felt that the frame "slipped" when he went to take the biopsy and the biopsy, therefore, went 2mm deeper than intended. The frame "slipped" shortly after starting the biopsy procedure, just a few minutes into the case. The pt was not "repositioned" prior to this event but, rather he was positioned for the procedure. There was about a 10 minute delay in the case as the physician attempted to re-secure the device. He was able to do so and completed the case without injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.